Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "patient reported hearing a clicking noise and noted ivad to be raised from it's previous position in chest. Let rn know. When rn assessed, appeared raised. Item removed by rn and new device inserted with no issues.